Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system, the drawers were offline. The customer stated that this malfunction caused a 30-minute delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist remoted in and found the drawers offline with usb power management enabled, disabled the setting and restarted the application to resolve. The system functioned as intended after the technical support specialist troubleshot the device.